Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed for this lot, as a valid lot number was not provided and could not be obtained. The device stg and IFU were reviewed and the following was found to be relevant: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/ nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. As the rod was not returned, a definite cause cannot be determined but based on available information, the cause of the event is likely multifactorial: patient's complex anatomy, inadequate construct per patient's anatomy and fatigue load on the construct over 2.5 years due to non-fusion.

Event description:
It was reported that approximately 2.5 years post-operatively, after hearing a "pop" and experiencing back pain, the patient presented with two fractured xia 3 rods. The patient was revised and their construct was extended. This record captures the second of the two rods.

Manufacturer narrative:
Hospital retained the device.

Event description:
It was reported that approximately 2.5 years post-operatively, after hearing a "pop", the patient presented with two fractured xia 3 rods. The patient was revised and their construct was extended. This record captures the second of the two rods.